Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was experiencing high blood glucose. The reported blood glucose reading was 259 mg/dl. During the phone call, the customer stated that she had been hospitalized due to hypoglycemia. The customer could not provide any details concerning the event. Troubleshooting was performed, and the programming was checked. The prime and high pressure tests passed. Nothing further was reported.